Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. They also stated that the operator resolved the issue remotely with siemens service by cleaning the test table. The customer is operational.

Event description:
The customer reported a false negative leukocyte from the clinitek status+ using multistix 10 sg. The microscopic exam of the urine sediment was positive for bacteria. There was no injury reported due to this event.